Manufacturer narrative:
Please note, that the device associated with this complaint was expected to be returned. However, the device has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02378. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02378.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using ruby coils, pod coils, a lantern delivery microcatheter (lantern), 6f sheath, and a non-penumbra catheter. It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician experienced resistance advancing a ruby coil from the distal tip of the lantern to the target location. Subsequently, the ruby coil became stuck, and the physician decided to retract the ruby coil. However, while retracting, the ruby coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the coil was flushed out. It was also reported that the lantern was flushed on the back table. The physician then reinserted the same lantern and while advancing a pod coil through the middle of the lantern, the physician experienced resistance and, the pod coil became stuck. Therefore, the pod coil was removed. The procedure was completed using pod packing coils (pod pc), other coils, and the same lantern. There was no report of an adverse effect to the patient.